Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2208500. Model:sc-2208-50. Serial: (B)(6). Batch: a40467/197517.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively, and the explanted devices will not be returned as it was kept by the medical facility.